Manufacturer narrative:
Should additional information be received then an additional report will be submitted. (B)(4). A (B)(4) field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr replaced the suspect component, a gas delivery engine. After the repair was completed the device was returned to the customer. Suspect component will be returned to (B)(4) failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported the avea ventilator alarming "vent inop" issue while in use on a patient. The customer reported no harm or injury to the patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery module (gde) for investigation. The fa lab performed the following to the unit under test (uut) , system leakage test passed, the characterization of the exhalation and flow valve passed. The failure analysis lab was unable to duplicate the reported issue from the customer and no root cause could be determined. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory performed further testing after finding an intermittent issue in factory service that appeared related to the original reported issue. The fa lab received the suspect inspiratory flow sensor (ifs) for investigation. The fa lab performed the following the ifs were installed on a test gas delivery engine (gde) for service testing. The flow control characterization was performed and failed. The device was cycled in the user mode the extended self test (est) passed, but a "circuit occlusion" alarm was present and on inspection of the ifs there was a tear in one of the pneumatic tubes. The failure analysis lab was able to duplicate the reported issue. The root cause is associated with a torn pneumatic tube of the ifs due to damage. This issue will be internally investigated within carefusion.